Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a motor error. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed motor error during basic occlusion test due to force sensor resistor with moisture damage. Unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarms. The motor was found with traces of corrosion per visual inspection.